Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the implantation on (B)(6) 2025, the device was inserted but showed affected impedances during measurements. The device was scrapped and the backup device was implanted.

Manufacturer narrative:
Conclusion: according to the information received from the field in situ measurements during implantation surgery showed several channels with high impedance. Device investigation revealed damage to the active electrode caused by excessive mechanical stress likely caused by handling during the implantation surgery. A back-up device was implanted successfully. This is a final report.

Event description:
During implantation, the device was inserted but showed affected channels during measurements. A backup device was successfully implanted.